Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the pump was fine and that they are only using the sensor every other week. Customer wore a sensor last week. At the time of the event, customer had a sensor glucose reading that was in the 50's mg/dl. Customer's blood glucose level was in the 90's mg/dl. Customer also had a threshold suspend alarm. It was found that the caller was using an expired sensor. Customer was advised against using expired product. Customer had site issues but there was no blood on site. Customer has a rash and sometimes blisters that are the size of the adhesive patch. Customer was advised that the tape or prep may cause skin irritation. No additional information provided.